Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had blank display and insulin pump alarmed for battery failed alarm. Customer also mentioned that battery compartment as cracked when customer was swimming in pool before problem has occurred. Customer mentioned that she was not able to read serial number on insulin pump and not possible to turn on the insulin pump to read serial number. Insulin pump will not be return for analysis.

Manufacturer narrative:
No unexpected blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device passed displacement test, sleep current measurement, active current measurement and selftest.